Event description:
It was reported that a malfunction alarm occurred. The customer performed a pump reset on their own to try and resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.